Manufacturer narrative:
E.1 added initial reporter phone and zip code extension as they were inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name should have been left blank on the initial report that was submitted. The investigation was completed and no product was returned. Major bleed: the root cause of major bleed could not be determined as insufficient clinical details were provided. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility had an impella cp placed to support the patient in st-segment elevation myocardial infarction. While on support, the doctor was concerned with bleeding around the repositioning sheath and, despite troubleshooting, decided to wean the impella, remove it, and hold pressure. The doctor sent the patient to the unit. Patient survived